Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose (bg) measuring 270 mg/dl with accompanying symptoms of increased urination and thirst, headache, body aches and drowsiness. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management. The reporter stated, the pump experienced loss of prime three or more times and was not resolved with cartridge changes using cartridges from different boxes. Customer support determined that the cartridges were being used per instructions for use. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy and the alleged loss of prime issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any records of loss of prime. Review of the pump history revealed that the pump was manually suspended on (B)(4) 2015 at 01:14 and manually resumed at 01:38. The total daily dose amounts correctly reflected the users programmed basal rates. On investigation, the pump was exercised for 24 hours with a successful ez-prime sequence performed. Loss of prime warnings were not duplicated during investigation. The force sensor was evaluated and determined to be calibrated according to specifications. Investigation determined the pump was delivering accurately without malfunction. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.